Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2020-20909 was reported in error since it was found to be a duplicate report of 1818910-2020-20583. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken attune instruments reported by cssd staff. No report of surgical delay or patient consequences.